Event description:
2019/dec, it was comfirmed a armd (adverse reactions to metal debris). On (B)(6) 2020 revision surgery did. It was no tranionosis.

Manufacturer narrative:
An event regarding fretting and corrosion involving a metal head was reported. The event was confirmed via evaluation of returned device. Method & results: product evaluation and results: damage consistent with fretting was observed on the inner taper of the head. Eds showed the head base alloy was consistent with an astm f1537 alloy; which is consistent with the drawing. The debris on the head taper was consistent an oxide, a corrosion product, biological material, and material transfer from a titanium stem. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the patient suffered from armd (adverse reactions to metal debris). Evaluation of the returned devices indicated that damage consistent with fretting was observed on the inner taper of the head. Eds showed the head base alloy was consistent with an astm f1537 alloy; which is consistent with the drawing. The debris on the head taper was consistent an oxide, a corrosion product, biological material, and material transfer from a titanium stem. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2019, it was comfirmed a armd (adverse reactions to metal debris). On (B)(6) 2020 revision surgery did. It was no tranionosis.